Event description:
It was reported that the patient presented in clinic. It was noted that the implantable cardiac monitor (icm) took longer time to download the episode recorded. No programming changes was made. The patient status was unknown.